Event description:
During lumbar fusion surgery, the coral spinal system medium cross connector broke in the center of the connector while being implanted. The parts were removed and there were no adverse effects to the pt. The surgeon completed surgery without a reported delay.

Manufacturer narrative:
The device involved in the reported incident was not available for eval. An investigation has been completed based on the reported info. A root cause analysis was not possible due to the parts not returned. Based on the reported info and the investigation results provided, integra considers this complaint closed. Further incidents of this nature will be documented for recurrence and trending purposes.